Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose between 500mg/dl to 600mg/dl customer treated with insulin pump after changing set. Customer¿s current blood glucose was 197mg/dl. Customer also reported that insulin pump alarmed for insulin flow blocked alarm and alarm occurred during fill tubing. Customer reports event was resolved by changing complete set. The customer has declined all the trouble shooting. Customer performed a displacement test and displacement test passed. Insulin pump will not be return for analysis.